Manufacturer narrative:
On (B)(4) 2014, a beckman coulter field service engineer (fse) evaluated the instrument and replaced the bath waste drain tubing through valves (lv14 and lv15) to resolve issues. The fse also replaced the peristaltic pump tubing to ensure the waste was being pulled at proper strength. (B)(4).

Event description:
The customer reported a leak when using the coulter® act diff analyzer. The leak was described as a few teaspoons of fluid that leaked from the instrument onto the counter. The operator was wearing a gloves, goggles and a lab coat when the leak was identified. There were no reports of exposure to mucous membranes or cuts. There was no report of erroneous test results associated with this event. There was no death, injury or affect to patient treatment.